Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The pt claimed that the pump had shut down on its own on 2 different occasions. The pt was about to deliver a bolus, but the pump would not wake up. The pt changed the battery, but pump still would not turn on, but eventually turned back on. The pt stated the battery was installed correctly and the battery cap was secured. She stated that both times her blood glucose was about 400 mg/dl and she had symptoms of excessive thirst and frequent urination. The pt self-treated with insulin injections and did not report any other forms of medical intervention. The animas representative walked the pt through troubleshooting and noted the following: the battery compartment and battery cap were intact and there was moisture/corrosion in the battery compartment. The pt was able to turn the pump on successfully during the call and was able to complete the priming process. The pump was still replaced. This complaint is being reported because the pt allegedly developed elevated blood glucose levels after the alleged power issue occurred.